Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire selected for use. During procedure, the device did not cross into the left atrium despite multiple energization attempts. During repeated attempts to reposition and retried, it had kink occurred. The procedure was completed with another same device. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire selected for use. During procedure, the device did not cross into the left atrium despite multiple energization attempts. During repeated attempts to reposition and retried, it had kink occurred. The procedure was completed with another same device. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the connection cable and dilator were used with the wire. No defects were noted on the wire before inserting into the body. No other issues were reported.